Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with inflatable penile prosthesis (ipp) inflation issues, the physician tried to pump but it did not worked. Therefore, a revision surgery was performed and the tubing from the pump to the right cylinder exhibited a break. All components were removed and replaced. There were no patient complications.